Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest recorded blood glucose of 256 mg/dl for a couple of hours after a lunch meal announcement while using the ilet; the user reported no observed infusion set issues and was advised that the ilet would be conservative during the learning phase, to change supplies if glucose remained elevated, and to disconnect from the ilet for at least two hours if taking manual insulin. Symptoms included not feeling well. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and the event was managed with user guidance.